Manufacturer narrative:
The lead was returned with no allegation on the lead. As received, a partial lead (only connector portion) was returned in one piece. Visual inspection found full breach outer insulation degradation adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis. The patient was reported as having passed away, however, the cause of death is unknown and there was no allegation that the death was related to the right ventricular lead.